Event description:
During the cea procedure, the physician inflated internal carotid balloon with saline. At that time, the blood flow did not stop. The physician continued to inject the saline about 4cc into the balloon. (Balloon maximum liquid capacity is .25 ml. As a result, the blood flow stopped and the procedure was completed. At the inspection after the procedure, the physician noticed the dissection in the internal vessel. The vessel was repaired and the pt is okay.

Manufacturer narrative:
The device was not returned for the evaluation. We were not able to verify the failure. The device history records were reviewed and all mfg and quality inspections were completed in accordance to the instructions. Based on the complaint description we could conclude that the most probable root causes of the incident are the extremely diseased vessel )pt anatomy) and over inflating of the balloon. Please note that the pt is okay.